Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor or charge. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to power a test monitor or charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power a test monitor.